Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the user that during daily check cardiosave intra-aortic balloon pump (iabp) cable malfunction. There was no patient involvement.

Manufacturer narrative:
Additional information: b5. The complaint record is being cancelled, as the information provided does not meet the criteria of a complaint per the complaint handling procedure. Hence it is not a valid complaint.

Event description:
It was reported that the defective cable is not a getinge manufactured product.